Manufacturer narrative:
Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
A two-staged revision surgery was performed, involving the removal of an ascend stem with humeral head and glenoid perform poly due to reported pain by the patient on the right side. The procedure utilized a revive extraction set.

Event description:
A two-staged revision surgery was performed, involving the removal of an ascend stem with humeral head and glenoid perform poly due to reported pain by the patient on the right side. The procedure utilized a revive extraction set.

Manufacturer narrative:
Please note the correction regarding the d9/h3: the reported event was not confirmed since the device was not returned for evaluation and no other evidences were provided. A device inspection was not possible since the affected device was not returned for investigation. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed. H3 other text : the device disposition is unknown.

Manufacturer narrative:
Correction: b5: event description. H6: device code, clinical signs code. The reported event was not confirmed since the device was not returned for evaluation and no other evidence were provided. A device inspection was not possible since the affected device was not returned for investigation. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. The most probably cause is loosening but more detailed information about the complaint event must be available in order to determine a clear root cause. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
A two-staged revision surgery was performed, involving the removal of an ascend stem with humeral head and glenoid perform poly due to reported pain by the patient on the right side. The procedure utilized a revive extraction set. The revision occurred due to implant loosening.